Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at 6 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access, a renato guidewire and a 6 fr jl4 heartrail guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.